Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn: (B)(6) displayed a user advisory (ua) 18 (max take-up revolutions exceeded) error message. This was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the failure of both load cell modules. Additionally, the customer reported a grinding noise during lifeband retraction. The encoder gearbox was found to be worn, likely due to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in december 2017 and is almost 8 years old. The encoder gearbox was replaced to remedy the issue. A review of the archive data indicated ua18, thus confirming the reported complaint. The autopulse platform failed functional testing upon powering on the device due to the ua18 error message displayed, confirming the reported complaint. The failed load cell modules were replaced to remedy the ua18 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good, known test batteries, without any faults or errors. A load cell characterization test was performed, confirming that both cell modules function within specification. The autopulse platform passed final testing without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn: (B)(6).

Event description:
During the shift check, the autopulse platform (sn: (B)(6) displayed a user advisory (ua) 18 (max take-up revolution exceeded) error message. In addition, the device was making a grinding noise while retracting the lifeband no patient involvement.